Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the lens was stuck in the injector. The lens moved forward, but only the top haptic came out of the injector, haptic came into contact with the corneal incision.the procedure was completed with back up lens. There was no patient harm.

Manufacturer narrative:
Correction information was provided in d.9. And h.6. Additional information was provided in h.3. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside of the device and is advanced over the iol(intraocular lens). The iol is advanced into the nozzle tip, partially outside the tip and is damaged. We are unable to determine the root cause for the reported complaint "iol stuck in the injector, lens moved forward, but only the top haptic came out". Plunger override was observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds(ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).